Event description:
It was reported that customer experienced issues with pump screen when touchscreen responsiveness was slow and required several taps to respond to input. There was no reported impact to the customer¿s blood glucose level. No additional corrective actions were reported, and no further information was obtained because technical support was unable to follow up with customer.